Event description:
N/a.

Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. This is a non-reportable complaint with a classification of "other", making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Manufacturer narrative:
Type of investigation not yet determined: additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us. (B)(6) medical center.

Event description:
It was reported that during installation, the cardiosave intra-aortic balloon pump (iabp) had white dots appearing on the display and touch screen. In addition, when the battery of the machine is used for less than five minutes, plug the host back into the frame, the machine cannot normally switch from the battery to 220v ac, and the battery could not be charged. After the battery is plugged in and unplugged, the machine is completely powered off and cannot be connected to the 220v power supply. Finally, the customer disconnected the 220v plug of the machine and reconnect the machine to recharge. There was no patient involvement, and no adverse event reported. Separate complaint to be opened for the battery malfunction.